Event description:
Pieces of tampon crumbled and [invalid] have been coming out at the end of my period and sticky discharge in between periods, tiny crucifies of what looks like tampon. Since the period I have been having cramps and mild fever. My period was also 14 days that cycle I hemorrhaged which I don't know if I had something to do with defect. I purchased regular, and the regular super combo boxes. No lab tests but now that I see recall. I want to go in this week with my obgyn to make sure there is no infection. My obgyn is copay (B)(6) at (B)(6). I have receipts and boxes of purchased product u by kotex in (B)(6), (b(6), (B)(6) 2018 as it is the only brand I buy. Diagnosis or reason for use: tampons for period.